Event description:
It was reported that the patient experienced "oozing", major scar tissue, redness and swelling post-operatively (2 weeks after implant) as a result of healing and inflammation issues. The scar tissue was removed 2 months after the implant and it was suspected whether or not the patient's body rejected the pump. It was also reported that the patient had an internal pouch and questioned if that may have caused the inflammation. It was indicated that the patient had been using the pump for 10-17 years or so, but the patient reacted to this device. The location of the patient's symptoms was over the pump. It was stated that the patient was started on prednisone last saturday. The outcome of the patient and event was not reported. The cause of the event was unknown. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: catheter. (B)(4).

Event description:
Additional review indicated that the patient stated the scar tissue was moving the pump and pushing, and the health care provider removed all of scar tissue, kept the pump in. The patient didn¿t seem to be healing and it¿s like two and a half months. The patient¿s stomach area was still inflamed, and the patient checked by several doctors and she had a lot of inflammation inside. The inflammation was right in the front around the incision. The patient stated the health care provider ¿tried to aspirate. There was no fluid.¿ it was unclear where or what did the health care provider try to aspirate.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2019 from the patient who reported that the pump was explanted sometime in 2012 because it wasn¿t positioned correctly. Per the patient, she was very small. At the time of the event, per the patient, she was on a very low dose of fentanyl because she was allergic to morphine. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).